Event description:
Caller reported an incident in which the aviva system gave a blood glucose result of 11.8 mmol/l at a time when the customer had symptoms of hypoglycemia. Paramedics were called. When they arrived, they tested customer with their monitor, result was 3.7mmol/l. Customer was treated with a glucose shot. Paramedics retested customer on their monitor and got a result of 11.3 mmol/l. Time frame from first paramedic test to second was not provided. Daughter retested customer on her monitor within 10 minutes and got a result of 24.0 mmol/l. Customer was taken to the hospital and she was admitted. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.